Event description:
It was reported that the lead was repositioned for unknown reasons. The status of the lead is unknown. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product: 5076-58 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was also reported that the lead had dislodged.